Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited r wave undersensing resulting in inappropriate atrial fibrillation detection. The patient had sinus rhythm with premature ventricular contractions at the time of the episode. The clinician elected to monitor the patient with regular follow up. There were no reported patient symptoms.